Event description:
The biomed technician reported a colleague infusion pump with a 500:320:658 failure code. Upon review of the event history log, it was determined that failure 500:320:658 interrupted delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a colleague pump with a user interface module software version of 5.08.92.

Manufacturer narrative:
(B)(4). The reported condition of failure code 500:320:658 was confirmed and reproduced during product evaluation. The assignable cause was determined to be the lock key being pressed for more than 50 seconds. No repairs were performed for the reported condition. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information become available a follow-up medwatch will be submitted.